Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer changed the site and then all of the pump supplies and continued to receive occlusion alarms. The customer experienced a blood glucose (bg) level of 408mg/dl at its highest and moderate levels of ketones. The customer administered manual injections to address the bg level. During troubleshooting, the contact observed insulin exiting the infusion set tubing slower than expected. The contact then observed insulin bubbling at the luer lock. The contact stated that the customer was to change their infusion set tubing and their site. During the call, the contact stated that the customer's bg level had decreased, no specific value provided, and their ketones were smaller. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.